Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 229 mg/dl while using the ilet and required assistance entering a calibration value because sensor readings were not available. Symptoms included high blood glucose. Outcomes included user education and troubleshooting completed remotely. Investigation included remote technical review and guided troubleshooting for sensor data issues and calibration entry on the ilet. Investigation of this case revealed that sensor data were not being received and calibration entry was needed; the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.